Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was not reported. On the same day as the onset, the patient was hospitalized for the peritonitis event. On the same day as the onset, the patient began treatment with tazim and cefamezin (250 milligrams, four times a day, intraperitoneally, duration not reported) for peritonitis. At the time of this report, the treatment with antibiotics was ongoing and the patient still remained hospitalized. The patient was recovering from the peritonitis event. The pd therapy was ongoing. No additional information is available at this time.